Event description:
Customer alleged brakes are worn down. Warranty qt done. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the brakes on the 65650 rollator are worn down. A warranty quote has been issued for the replacement parts.